Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was not helping and that "she feels like her body is rejecting it." It was noted that the ins battery was irritating but there was no redness or warmth noted. The patient stated that "she has shaking all over her body" but no shaking observed at the time of report. The ins was unable to be interrogated as the patient had not been charging the battery. There were no precipitating events reported associated with the issue. The lead components had been placed retrograde into the sacrum and low lumbar areas for foot pain after a work injury. It was believed that the patient had been reprogrammed twice prior and reprogramming was attempted again as an action to resolve the issue. The device system was explanted on (B)(6) 2015 and was not replaced. The issue was reported as resolved and the patient status was noted as "alive - no injury." The indications for use for the implanted device were noted as non-malignant pain and complex regional pain syndrome type I. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the returned neurostimulator model 97714 serial # (B)(4) showed no anomalies and was functionally okay. Good, stable output was seen on output settings used with electrode pairs as received.

Event description:
Additional information received reported that fluoroscopy performed on (B)(6) 2015 showed a lead migration/dislodgement x2. Other diagnostics included device interrogation (results not reported). It was reported that the patient had initial pain relief with the ins therapy and then experienced symptoms of inadequate pain control/relief in the right foot. The etiology of the issue was noted as related to the device/therapy but not related to the implant procedure. A revision of the ins and leads were performed on (B)(6) 2015. The patient continued to have inadequate pain control and elected for removal of the ins device system. The patient outcome as of (B)(6) 2015 was reported as resolved without sequelae. If additional information is received, the event will be updated. See manufacturer's report #6000153-2015-00334 and 6000153-2015-00333 for the patient's concomitant lead issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.